Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline breast implant manufacturer's reference number: (B)(4).

Event description:
On 10/26/2017, two unknown mentor saline breast prostheses were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. Both devices were received without fluid inside, but do not appear new. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of two devices that do not appear new is characteristic of events where the devices have been removed from a patient. Deflation is the most common complaint mentor receives. As a result, this will be conservatively reported as a deflation event to FDA. This report number addresses the first of the two devices.

Manufacturer narrative:
On 3/15/2018, during product investigation, the lot and catalog numbers of the devices were discovered. The relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The device appears intact. No other anomalies were discovered. No other anomalies were discovered. Complaint could not be confirmed since there is no event to compare with. There is no failure detected. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. There is no failure detected. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed on 4/26/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).